Manufacturer narrative:
(B)(4). It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Device currently remains implanted and will be requested after planned explant. The events of lymphoma, pleural effusion, late seroma, collapsed ipsilateral lung, lymphadenopathy, breast lumps and dyspnea and are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding device details is being requested. No additional information is available at this time. Reported events are addressed in device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
Physician reports "tumor in soft tissue of lower inner quadrant of the left breast with pleuritic pain and progressive dyspnea secondary to severe left pleural effusion with collapse of ipsilateral lung." Additionally, physician reported "massive node in left internal mammary nodal chain." Results of testing show "cytology and flow cytometry of exudative pleural effusion fluid are negative for lymphomatous infiltration." Adenopathy additionally reported. Though the translation states "pleural effusion fluid are negative for lymphomatous infiltration," physician reported (B)(6) 2016 as the date of diagnosis for alcl. At this time alcl has not been confirmed by pathological markers; until allergan receives confirmation of the markers this will be term coded as lymphoma. Device remains implanted, removal pending. This case was originally reported in MFR # 9617229-2016-00250, but follow-up revealed that complaint was against a subsequent device.